Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo clip 5mm clip applier. The instrument was received partially applied. The instrument cycled without binding. One clip advanced into the jaws, formed properly, and was held securely in place after full formation was achieved and the firing handle was released. The next clip did not advance into the jaws and it was observed that the pusher bar was not functioning to advance the clip. The instrument was disassembled and noted the trip lever was bent causing the observed condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken trip lever condition may occur under the following conditions: if the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired. If a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, there was no problem on the first clipping with the device but at the time of the second clipping, the clip could not be loaded into the jaw. The procedure was completed with another device. The patient had no injury.